Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp stated they confirmed motor stall, replaced the pump, and that medtronic could now analyze it. The hcp confirmed the patient was doing fine and had no other symptoms at the motor stall event, but heard the alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer's representative regarding a patient who was receiving "interferon" via an implantable pump for an unknown indication for use. It was reported motor stall occurred with no recovery. The pump was "6 years + old". The elective replacement indicator (eri) was at 7 months. It was indicated the pump would probably be scheduled for replacement. There were no reported symptoms. Further complications were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft-bearing. Per the interrogation report, the patient was receiving "interferon" (900 "kunits/ml"). If information is provided in the future, a supplemental report will be issued.